Manufacturer narrative:
This event involved the hub of a 10f dilator detaching from the shaft. This dilator is one of the components in the sims per-fit percutaneous tracheostomy kit and is supplied to sims by tfx medical in jaffrey, nh. Sims stated in our initial report that a follow-up report would be submitted with tfx medical's evaluation of this problem which follows: tfx explains that the cause of the hub detaching from the dilator shaft was that the shaft was not properly prepared to secure the hub. Their process involves placing score marks on the shaft which were absent from the returned sample. Tfx and sims portex review of our complaint databases reveal that this is the only field complaint for this dilator. Tfx has incorporated a 100% inspection for hub adhesion via hand-pull testing of the hub.

Event description:
A clinician placed the 10 french dilator during the percutaneous tracheostomy procedure. Upon attempting to remove the dilator, the hub detached from the shaft. The shaft was retrieved with forceps and there was no pt compromise.